Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system exhibited a within range increase in impedance and threshold measurements. In addition, technical services (ts) was consulted and noted oversensing. Under sensing of right atrial activity was also exhibited. This ICD system was explanted, ra and rv lead twiddlers syndrome was noted. No additional adverse patient effects were reported.